Event description:
Alleged report rec'd of breast tissue expander leakage during surgery and replaced with another. Details of alleged incident are unk. Alleged device not returned to MFR. The details of this outstanding report were unattainable due to personnel changes both at the medical facility and MFR. Unsuccessful attempts were made to obtain the circumstances of the alleged incident.